Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) white hispanic female patient underwent a primary breast augmentation with a mentor siltex round spectrum 325cc saline breast prosthesis (left device) and a mentor memorygel breast implant 350cc gel breast prosthesis (right device). The valve in the left breast prosthesis was protruding out and pushing through the skin. The doctor¿s office diagnosed it as a defective projector valve. In addition, the patient developed capsular contracture (baker grade iii) in both breasts. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 11/05/2018, mentor received additional information about the event. It was initially reported that the patient had her breast prostheses removed on (B)(6) 2018. New information states that explantation has not occurred and that the suspected medical device is still implanted in the patient. Manufacturer¿s reference number: (B)(4).